Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a shift check, it was reported that the autopulse platform (serial number (B)(4)) displayed a user advisory (ua) 41 (patient temperature sensor failure) message after it was powered on. The device was restarted; however, with the same result. It was also discovered that the device's rubber band was broken. There was no patient involvement reported.

Manufacturer narrative:
The autopulse platform (serial number (B)(4)) was returned to zoll for evaluation. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual investigation was performed and a torn load plate cover was noted. Review of the archive data revealed the user advisory (ua) 41 (patient temperature sensor failure) occurred on multiple dates. During functional testing, the blower fan performed as intended. The autopulse platform passed functional testing without any fault or error. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 41 alerts the operator that the temperature of the patient contact surface exceeds 45°c (113°f) for more than five minutes (triggers temp sensor near battery bay). Possible cause of failure could be due to the vent(s) being blocked, therefore causing the fan to be inoperable; however, during functional testing the blower fan performed as intended without any issues. Additionally, if the device is stored in a hot environment or exposed to direct sunlight for a period of time, this will increase the internal temperature of the autopulse platform. In summary, although the customer complaint was confirmed during archive review, a root cause of the problem could not be determined. The device passed functional testing with no faults found. As a pre-caution to reduce the probability of reoccurrence, the temperature sensor and the power distribution board were replaced. The platform passed all final testing criteria.